Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since there was leakage at the handwheel, scope body, and up/down angulation control knob, therefore, reprocessing was not able to be completed. The foreign material resembled corrosion and could also likely be due to wear and tear. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope was leaking at the handwheel. The device was returned for evaluation. During the device evaluation, foreign materials were found at the distal end of the device which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a crack on the scope body, the up/down angulation knob was deformed, and the nozzle of the device was clogged causing insufficient water supply volume. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.